Manufacturer narrative:
The lens was removed and replaced. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) pcb00 cartridge tip inserter had split once the surgeon began to advance the lens into the patient's left eye. The lens came out the side of inserter. Doctor removed and replaced it during the procedure and the surgery was completed successfully with a backup lens. There were no incision enlargement, suture, or vitrectomy performed, no medical/surgical intervention required. The patient was doing fine when discharged. No additional information provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/04/2018. Device evaluation: the pcb00 preloaded insertion system was received in a plastic bag. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the unit. Visual inspection using microscope magnification was performed. The cartridge tip was observed with crack defect, confirming the reported issue. The lens was observed stuck at the tip section. The push rod tip protrudes through to the side of the cartridge tip creating cartridge crack. Part of the lens was observed broken and out of the cartridge tip. The reported issue was verified on the return. However, based on the evidence observed, no product deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.